Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the bile duct on (B)(6) 2021. During the procedure, the exalt scope lost visualization. The image went black and then reverted to the ercp scope error screen. It was reported that the scope was in the short position in the duodenum, and a jagtome revolution 39 was being utilized when the image was lost. The exalt scope was unplugged and plugged back into the controller, and the image was restored. A few minutes later the image was lost again. The image again showed black screen followed by the ercp scope error screen. The exalt scope was unplugged and plugged back into the controller, and the procedure was completed successfully. There were no patient complications reported as a result of this event.